Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while applying on fibrotic retroperitoneal tissue the applier got damaged.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument per documentation submitted was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha facility as part of a (B)(4) lot in march of 2018. The alleged instrument has not been returned for evaluation therefore we are unable to validate the alleged complaint. All the instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that while applying on fibrotic retroperitoneal tissue the applier got damaged.